Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened button dome switch act button. No moisture damage on electronics noted. No blank display during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and blank display. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was performed and resolved the issue with blank display however button error occurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.